Event description:
It was reported per field service report: symptom - pump ran for approximately 20 minutes before issuing the 20, 10 and 5 minute alarms; occurred very quickly before shutting down. Pump was on patient findings/action taken: found battery not holding charge; battery was replaced. Balloon pressure signal and helium tank pressure readings were varying. Replaced front end board and fixed loose bp transducer connector. Preventative maintenance was performed. The pump is back in service. Additional information received on (B)(6) 2014 from the field service representative stated that the event occurred during a transport. The pump shut down two minutes before they got to the bedside at the receiving hospital. They were able to plug the pump back into an ac outlet at the bedside and resume pumping. There were no patient complications. There was no report of patient death, complications. There was no report of patient death, complications or injury. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4).